Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed falsely decreased carbon dioxide results processed on the architect c4000 processing module, serial number (B)(6). The customer repeated the sample and the results are higher. The customer provided the following data: sid (B)(6), initial result = 16 repeat result = 23, sid (B)(6), initial result = 15 repeat results = 15 and 22, sid (B)(6), initial result = 15 repeat results = 15 and 22, sid (B)(6), initial result = 21 repeat result = 25, sid (B)(6), initial result = 18 repeat result = 25. Reference range used by the customer is 22-29 mmol/l no impact to patient management was reported.